Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97791, product type accessory. Product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an unknown indication for use. It was reported that the manufacturing representative spoke with a healthcare provider (hcp) on (B)(6) at an event and the hcp mentioned that the bumpy injex anchor always gave them a problem, and they thought it caused the lead to move. It was reported that the hcp¿s last surgery was about two months ago. There were no symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 97791, product type: accessory. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that it was not clear on which case the healthcare provider (hcp) was previously referring to. Since the hcp's initial report, they stated that they now were ok with the anchor. The rep indicated that they tried to review this with the physician again and they reiterated that there was no problem now. The rep had no further answers. No further complications were reported/anticipated.